Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited far r wave oversensing. No intervention was performed. The patient was stable.